Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer was advised that the oxygen (o2) valve may be faulty. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the unit failed test 7 (oxygen accuracy test) at 60. It is low. There was no patient involvement.